Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2008 and suture was used. During the procedure, the needle detached from the suture material. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Results: an actual suture in its packaging was returned for evaluation. The suture and needle were separated and the needle hole shows remnant of thread. No conclusion can be drawn as to the cause of the suture breakage. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.